Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient at a follow-up appointment with the healthcare provider (hcp)'s physician aide. The patient reported that following the patient's post-operative antibiotic therapy, the patient has not experienced any further issues or infection symptoms. The pa also confirmed no evidence of infection. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient met with the rep during a wound/infection check. The patient contacted a rep the day prior to the meeting stated that there was incision site discharge. The patient was instructed to contact the surgeon's office. The patient stated that they had blood drawn yesterday and were prescribed oral and topical antibiotics. The healthcare provider (hcp) stated that although minor, the infection was visibly evident with drainage in their mid-thoracic, right-side, lead incision site. The hcp cultured the drainage and cleaned the incision site with solution. The patient was instructed to continue their antibiotic therapies and scheduled another wound check on (B)(6). No further complications were reported or anticipated. No device allegations were made.